Event description:
It was reported that the right ventricular lead exhibited increase in high voltage impedance. The lead was capped and replaced on (B)(6) 2017. The patient was stable after the procedure.